Event description:
On (B)(6) 2013, the lay user/patient in (B)(4) contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, the patient obtained the blood glucose reading of 11.8 mmol/l on the reported meter and a reading of 7.3 mmol/l on another meter within 30 minutes. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient reported she had taken increased doses of humalog insulin based on meter readings for two weeks. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient's test strips were in good condition and within opened expiration dating and the patient's testing technique was correct. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient did not suffer any symptoms and denied seeking medical attention. However, as the test results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.